Event description:
The patient reported that the down arrow button does not respond. The patient denies damage to keypad or exposure to water.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 06/29/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The down-arrow and ok button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under the key contacts.